Event description:
Unomedical reference number(B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient got flow block alarm and the issue was resolved. No further information available.